Manufacturer narrative:
Product is not available for evaluation. Additional information has been requested and if received will be supplied on a supplemental.

Event description:
It was reported, "the surgeon addressed that the cause of backing out( of the implant) can be assumed that it was due to 1) pseudoarthritis, 2) osteoporosis, or 3) parkinson disease and probably not due to the implant.